Event description:
It was reported that the pump had alert error 41622. Investigation confirmed complaint about error code through functional testing.

Manufacturer narrative:
One device was returned for analysis. No event history related to the current complaint was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Complaint about error code 41622 was confirmed through functional testing. The cam flex sensor was replaced, and code 41622 was cleared. No further repairs were required.